Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2009. The patient reported the lens will be explanted due to the development of a cataract. The facility reported the date of the cataract diagnosis was (B)(6) 2011 and it was an anterior subcapsular cataract. The facility reported there was very little, if any vault of the lens. The lens is currently implanted and the patient's visual acuity post-op is 20/25.

Manufacturer narrative:
Cataract, induced. Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the patient developed a cataract four years after icl implantation and was advised to consider cataract surgery and icl removal. Visual acuity decreased from 20/25 after the icl implantation to 20/40 (unknown if this was ucva or bcva) post cataract diagnosis. Dcr was received on (B)(6) 2014 and the type of the cataract (anterior subcapsular) was attributed to "very little if any vault" of icl. According to the surgeon, despite the presence of the cataract the patient has so far refused icl removal or cataract surgery as she prefers the vision she has now to her pre-op vision. It should be noted that approximately 6-7% of patients develop anterior subcapsular opacity at 5+ years following icl implantation but only 1-2% progress to clinically significant cataract, especially high myopes and older patients. Per dfu key visian icl surgical points: "visian icl replacement: it is recommended that the visian icl be replaced in cases with poor vault that exhibit early anterior subcapsular cataract with ucva worse than 20/50." Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).